Event description:
Customer allegedly went to apply the brakes and one of the brake handles broke completely off. Replacement #(B)(4). No injury alleged.

Manufacturer narrative:
(B)(4) - the consumer is an (B)(6) male, (B)(6). The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The dealer stated that when the consumer went to apply the brakes on his 65650r rollator the brake handle broke completely off. No injury. Replacement brake assembly ordered on warranty order #(B)(4).